Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was totally down and had no power. A field service engineer removed the back panel on the main cabinet and performed a process of elimination by connecting one drawer at a time and powering on the system after each connection. The fse then moved to the auxiliary cabinet and identified drawer 1 as the source of the issue, reseating all cables and powering on the system resolved the problem, which appeared to be caused by a full seating failure. The customer successfully recovered the top drawer and confirmed proper functionality through testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was completely down and had no power. The customer attempted troubleshooting by rebooting the station and unplugging and reconnecting the power cable; however, the issue persisted. However, there were no delays, adverse events or injuries reported based on this event.